Event description:
It was reported, the patient underwent aortic valve replacement and a clot formed on the aortic bioprosthesis during re-exploration. Postoperatively, the patient had a stroke and died. The patient has a history of atrial fibrillation, previous stroke, coronary artery disease, and an abdominal aortic aneurysm. Additional information has been requested.